Event description:
Previous medwatch submission noted deflation. Upon further information, the device received associated with this compliant is a non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side " textured implants" and "deflation." Device has been explanted.